Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 rf head. (B)(4).

Event description:
It was reported an error occurred and suddenly power falls. Follow-up indicates this occurred during telemetry. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confiirmed the error during interrogation. Analysis could not confirm the programmer powering down. Analysis also found the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.